Event description:
The rptr indicated that she was having screen freeze issues with her dell x50 hand held device and that troubleshooting steps would not resolve the issue. Good faith attempts for product return have been unsuccessful to date.